Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the device was in good condition. Service history review identified that the device has not been in before for repair related to the customer stated problem. Review of the event history log was not applicable. Functional testing confirmed the customer stated problem. The device was started and immediately alarmed lec 1720. The exact cause of the problem is unknown. The capacitor backup will be replaced.

Event description:
It was reported that the pump showed error code 1720. There was unknown patient involvement.